Event description:
It was reported that multiple primary audible alarm failures, cracked top case, cracked plunger case, cracked battery cover was experienced.

Manufacturer narrative:
B5: additional information received, by smiths medical/ICU on 13-may-2022 via email. And attached to complaint object. Date of event updated, from unknown to (B)(6) 2022. No further information is available from the customer.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seals were removed/broken, the top case was cracked down from the handle and the battery door and plunger case were cracked. Review of the event history log showed an occurrence of a "primary audible alarm post" alarm. The investigation was unable to duplicate the reported alarm issue. The speaker and interconnect board were replaced as a preventive measure. Top case, plastic parts of plunger head and the battery door were also replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.